Event description:
A pt was receiving parenteral and enteral nutritional support. Per info from MFR, universal intravenous tubing and an intravenous pump were used to administer enteral feedings rather than using a dedicated enteral pump. Enteral feeding was administered into central venous access device. Pt died shortly after this incident. Imed notified immediately after the incident. Co would like to thank facility for the opportunity to perform the hosp needs assessment. The goal of the hosp needs assessment was to identify the infusion therapy needs and determine the approxiamte number of channels and devices required to meet these needs. The data complied for the hosp needs assessment was obtained from interviews with designated nurses on each unit. The total number of devices needed: 60 pc-1's, 23 pc-2tx's, and 2 pc-4's (total lines: 114). The set configuration needed includes: versasafe primary set w/back check valve (#2120), secondary sets (#9387), non-pvc sets (#2260). There were several clinical issues identified during this assessment: 1. Blood delivery-most nursing units expressed interest in instrumenting blood delivery. The gemini will allow safe and accurate blood delivery with minimal hemolysis to the cells. 2. Pump/controller mode: as you know the hosp predomintaely uses controller devices. The gemini line offers the nurse the flexibility of choosing their pump or controller mode. The ability to control the operating pressure was perceived as a clinical benefit to the nurses. 3. Tamper resistance: all gemini devices have the capability to have a key pad "lock-out". This feature is activated by the nurse to prevent tampering with the infusion non-nursing staff. All units expressed interest in this feature. 4. Enteral feeding: nurses stated current enteral pumps are antiquated and often use critikon devices to deliver feeding. Imed can provide a set to enable the nurses to administer feeding through the gemini device.